Manufacturer narrative:
Pump received without original battery cap, unable to confirm damaged/cracked battery cap. Pump also received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, peeling serial number label, end cap address label missing, missing display window cover, keypad overlay peeling, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump¿s battery cap was broken. The display was milky and the whole front part of the insulin pump was loose. The customer¿s blood glucose level was unknown. The device will be returned for analysis.